Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to an unknown procedure, the bar-code for the lot number was misprinted and it cannot be distinguish by the scanner.

Manufacturer narrative:
(B)(4). Unusual event upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event; MDR decision has been re-run and is not reportable.